Event description:
It is reported that the device broke after 14 months. Patient carried heavy wood and fell down which lead to the breakage.

Manufacturer narrative:
This report will be amended when our investigation is completed.